Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the stent moved on the balloon. The pt presented with an acute mi. Access was obtained through the radial artery. The 99% stenosed target lesion was located in the non-tortuous and moderately calcified distal left anterior descending (lad) artery. After using an aspiration catheter, a 3.0x24mm veriflex stent delivery system (sds) was advanced but it could not cross the lesion. The sds was pulled back and re-advanced but during withdrawal, 1/3 of the stent came off the distal end of the balloon. Although the stent was distal enough in the lesion, the balloon was not in position to deploy the stent. An attempt to move the balloon forward and reposition it more distally in the stent was unsuccessful. Therefore, the veriflex delivery balloon was inflated one time to 12atms. A smaller apex balloon was advanced and inflated to 12 atms to expand the distal part of the stent that the veriflex delivery balloon could not reach. To complete the procedure, the physician deployed a 3.0x16mm veriflex stent proximal to the first stent. No pt complications were reported and that pt's current condition is listed as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.